Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back syndrome-other. It was reported the patient charged his implant yesterday at 10 pm and he had no battery life left at 10 am in the morning. Patient stated it went through 100% charge in 12 hours. The patient was told by representative that it would take 2.5 days after every recharge, but it only lasted for half a day when he recharged yesterday. It was confirmed the controller showed 100 and recharge completed when he was done recharging implant. It was stated the patient charged almost every day and every time he had charged lasted longer then when he charged yesterday. The patient had not been reprogrammed or switched to a new group and had no need to increase parameter. It was reviewed how programmed parameter affected recharge interval. It was noted the patient could charge their ins 100% full. It was noted patient was recharging last night to 100% and it was down again this morning, so patient noticed implant only lasted 12 hours. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient did not recall why the ins was only lasting 12 hours, and stated that "it just happened that way." The patient further stated that this issue was no longer a problem as the controller had been replaced. No symptoms were reported. There were no reported complications and no further complications were expected.